Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign debris found protruding from the air/water nozzle and the air/water channel had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation, the cause for the debris in the air / water nozzle is possibly due to the fact that reprocessing could not be conducted because of a leakage in the device. The instruction manual states the detection method associated with the event in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection.", and preventative measures in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.